Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The following communications and functional testing was performed: a philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a defective speaker. A nemo (non engineering material only) service was agreed upon. A speaker assembly was ordered to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating that the loudspeaker is defective. It is unknown if the device was in clinical use at time of event, there was no adverse event reported. A good faith effort attempt conducted if the device still produced sound in standalone mode was not successful.